Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one egia trs 60 axt articulating reload. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during wedge/segmental resection, the first and the second firings were completed with no problem. For the third firing, they connected the device and checked the jaws opening/closing as usual. The surgeon clamped the tissue, pushed the green button and tried to squeeze the handle, however could not squeeze it and could not fire the device. The procedure was completed with another device. The status of the patient: alive - no injury.